Manufacturer narrative:
A product sample was received for evaluation. Visual and functional testing were performed. The tamper seals were intact and no physical damage. Motor drive and occlusion test was unable to duplicate the allegation. The root cause of the reported issue was not found due to not being able to duplicate the allegations. Actions were taken to mitigate the reported issue: replaced speaker for preventive measure, performed occlusion test and all functional tests which passed, and replaced device's barrel clamp guide, barrel clamp rod and barrel clamp spring. A corrective and preventative action has been opened to address the reported issue. A device history record (DHR) review was conducted which indicated all inspections were completed and no issues were noted during manufacture. This MDR was generated under protocol b10009704, as a result of warning letter cms# (B)(4).

Event description:
It was reported that the device was presenting with primary audible alarm. No patient injury was reported.